Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue and found there was a slight leak at the safety disk interface. The sealing silicone grease was applied to the safety disk interface. After the treatment was completed the functional parameters of the equipment were tested and delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during the inspection, the cs300 intra-aortic balloon pump (iabp) alarm loop was found to be leaking. No patient harm was caused.